Manufacturer narrative:
This event is currently being investigated further and will be reviewed by aga medical erosion board chairs. This MDR will be updated if a definite erosion is confirmed.

Event description:
Information received from the asd ii post market study, indicated the (B)(6) male had a secundum asd. The aortic rim was present, the av valve, and svc rims were sufficient; however, the ivc was not sufficient. Balloon sizing was performed with a 24mm amplatzer sizing balloon to stop-flow diameter of 24.0mm. A 24mm amplatzer septal occluder (aso) was implanted. Post-implant, a 1-2mm shunt was observed through the aso. On (B)(4) 2008, during a one-month follow-up, the patient had a small posterior pericardial effusion. No treatment was performed.